Event description:
Holes on the fingers of several gloves in one of the boxes received.

Manufacturer narrative:
Holes on the fingers of several gloves in one of the boxes received. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.